Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5106599. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set separated and leaked. The following information was provided by the client: "the IV tubing just fell off of the drip chamber."

Event description:
It was reported that the bd alaris smartsite gravity set separated and leaked. The following information was provided by the client: "the IV tubing just fell off of the drip chamber."

Manufacturer narrative:
H.6. Investigation: no photo or physical sample was received for the investigation into the separation of the 41173e infusion set. Without further evidence, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 41173e lot number 21079170 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation- leak regarding item #41173e over the 12 month period before this complaint.